Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.

Event description:
During an in-clinic follow-up, increased pacing impedance and loss of capture were observed on the left ventricular (lv) lead. The device was then reprogrammed and resolved the event. The patient is stable.